Event description:
It was reported that a m.blue (part # fx801t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the shunt system was believed to be operated in overdrainage and difficult to adjust. The patient underwent a revision procedure on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 6 months. Height: unknown. Weight: 4.6 kilograms (kg). Gender: female.

Manufacturer narrative:
Investigation: visual inspection: bloody delivery liquid was observed through the visual inspection. No significant deformations or damage were detected. Permeability test: a permeability test has shown that the valve is permeable. Adjustment test: the m. Blue valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test: to investigate the claim of overdrainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The results show that the valve is operating within the accepted tolerance in the horizontal but not in the vertical position. A slower outflow in the vertical position could be observed. Internal inspection: after dismantling of the valve, deposits were found in m.blue. Results: based on our investigation, we confirm that the valve shows a slower flow of liquid, likely due to the deposits observed inside the valve. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.